Event description:
A biomedical technician (biomed) at a user facility reported that smoke was coming from a fresenius dry acid mixer. The machine was removed from service. The customer requested an onsite evaluation by a fresenius field service technician (fst) however this request was cancelled the following day. There was no reported harm to any patients or individuals because of this malfunction. Additional information was requested, however a response has not been received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation y the manufacturer did not determines that there was a causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that smoke was coming from a fresenius dry acid mixer. The machine was removed from service. The customer requested an onsite evaluation by a fresenius field service technician (fst) however this request was cancelled the following day. There was no reported harm to any patients or individuals because of this malfunction. Additional information was requested, however a response has not been received. No parts were returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that smoke was coming from a fresenius dry acid mixer. The machine was removed from service. The customer requested an onsite evaluation by a fresenius field service technician (fst) however this request was cancelled the following day. There was no reported harm to any patients or individuals because of this malfunction. Additional information was requested, however a response has not been received. No parts were returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that smoke was coming from a fresenius dry acid mixer. The machine was removed from service. The customer requested an onsite evaluation by a fresenius field service technician (fst) however this request was cancelled the following day. There was no reported harm to any patients or individuals because of this malfunction. Additional information was requested, however a response has not been received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the fill valve and display board were returned to the manufacturer for physical evaluation. An external inspection of the fill valve revealed a connector with signs of thermal decomposition. An internal inspection revealed a corroded housing that caused the valve to be stuck. An external inspection of the display board revealed no discrepancies. The display board was connected to a test dry acid dissolution unit, and the display worked as intended. The manufacturer investigation confirmed the reported issue.